Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the pt's battery charger was not charging the pt's battery packs. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, components q1 was open. The q1 transistor controls the current flow to the battery while charging. The open transistor prevented the battery charger from charging a battery pack. The root cause of the open q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement battery charger.